Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during a diagnostic endoscopy procedure, her olympus air/water valve began leaking. According to the initial reporter, the subject device was still used to complete the procedure without any patient harm noted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section g2 was corrected to accurately identify the report source as a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the leak could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿confirm that the top hole of the air/water valve is not blocked. If the hole is blocked, air is fed continuously and patient pain, bleeding, and/or perforation can result.¿ olympus will continue to monitor field performance for this device.